Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt, the patient lead parameters were good, after the patient moved the lead did not pace anymore. The lead was removed and replaced. No patient complications have been reported as a result of this event.